Manufacturer narrative:
Corrected data: b1: adverse events added for correction. Claim#: (B)(4).

Manufacturer narrative:
D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry) claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm spherial implantable collamer lens was implanted into the patient's eye on 23/feb/2023. Elevated iop has been observed. Additional information has been requested but none has been forthcoming.